Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the catheter occlusion was unknown. The patient¿s weight at the time of the event was also unknown. It was noted they would not be returned as they were discarded. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) ,2019, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 07/05/2020, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 04/07/2018, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 01/25/2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 10 mg/ml; new dose 0.911 mg/day and bupivacaine 10 mg/ml; new dose 0.911 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported the patient experienced nausea and presented to the emergency room (ER). The managing physician requested a 50% reduction in the daily dose. The dose was turned down by 50%. The ER physician on duty hit update. The managing physician plans on changing the drug. The issue was not resolved. Patient status was alive - no injury. Patient weight and medical history were unknown. Additional information was received from a company representative (rep) on (B)(6) 2019 indicated the physician performed a dye check and determined that the catheter was occluded. The physician thought that the nausea could possibly be due to a lack medication caused by the occlusion. The catheter was removed and replaced on (B)(6) 2019. It was noted the medication was changed to morphine 10 mg/ml and it was unknown if the nausea was resolved. No further complications were reported or anticipated.